Event description:
It was reported to vyaire medical that transducer fault alarm occurred duirng use on a patient on the vela ventilator. The customer reported the patient was moved to another ventilator. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
No product was returned for evaluation; therefore, a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time. This complaint will be included in on-going complaint trending analysis vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. They will not return the device for evaluation.